Manufacturer narrative:
.

Event description:
It was reported that the patient feels that her generator is migrating. The patient was referred for surgery. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the generator migration. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
Additional information received revealed that the patient will not have surgery until it is time to replace the generator due to end of service. There was no indication of what caused the migration.